Manufacturer narrative:
The pump was returned to animas. Eval revealed that the "ok" button contact was missing. The "down" arrow button contact was inverted and the "up" arrow button contact was misaligned. The pump was unresponsive to "ok" and "down" arrow button presses and was intermittently responsive to "up" arrow button contact presses. The keypad rubber was peeled.

Event description:
There was no reported impact associated with this complaint. The rptr stated that the pump was intermittently responsive to "ok" button presses. The rptr also stated that most of the keypad rubber fell off and denies the pump was exposed to water.